Event description:
User had noted low sodium recovery and had received complaints regarding patient recovery. The user replaced the sodium electrode and retested five patient samples that her client had complained about. Results provided are initial, repeat and second repeat afer electrode change. Sample 1 results were 133, 130 and 142 mmol per l. Sample 2 results were 132, 129 and 139 mmol per l. Sample 3 results were 131, 130 and 140 mmol per l. Sample 4 results were 133, 130 and 141 mol per l. Sample 5 results were 131, 131 and 142 mmol per l. No patient received treatment based on the discrepant low results. No patients were adversely affected.

Manufacturer narrative:
The field service representative determined the cause to be the age of the ise pinch tubing and replaced the tubing. The user ran calibration and qc to verify the analyzer performance.